Event description:
The reporting facility advised that after radial pressure monitoring punction, five patients experienced forearm ischemia after access . The physician stated that after hours of catheter placement, it was noted a gradual evolving with local injury until necrosis. Arterial and venoso doppler of the affected segment were normal and without infection for the gotten cultures.

Manufacturer narrative:
Evaluation: still under investigation at this time.